Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that a tritanium pl posterior lumbar cage migrated anteriorly during final impaction. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that a tritanium pl posterior lumbar cage migrated anteriorly during final impaction. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.